Event description:
It was reported that during testing conducted at the MFR's facility, the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No pt involvement, no delay, no medical intervention adn no adverse consequences were alleged with this event.

Manufacturer narrative:
The motor was discovered to be damaged, which is a probable cause of the reported bias current error.